Event description:
After finishing a treatment, the laser system was reset to clear for next laser case. During restart from reset, the laser system came up with conductivity error would not take the water below 10.5 us.

Manufacturer narrative:
The problem was due to low conductivity warning. After adjusting of chiller parameters, the system restarted to work. We are unaware about patient injury.